Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 142 mg/dl and the sensor glucose was 49 mg/dl at the time of the incident. The customer¿s blood glucose levels were 140 mg/dl, 151 mg/dl, 93 mg/dl. The sensor glucose value that triggered the suspend event was multiple times and suspend on low limit in sensor settings was at 60 mg/dl. The customer was advised that the sensor needs to be replaced. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.